Event description:
Troubleshooting was done for calibration error alert. Blood glucose level was 181 mg/dl. Alert was verified. The sensor was inserted on (B)(6) 2014, on the right side of the abdomen away from natural bends. Alert occurred while customer was sleeping and sitting. Customer stated the alarm did not occur shortly after performing a "find lost sensor" or as a result of the first calibration attempt after initialization. Customer stated there wasn't an incorrect or delayed blood glucose entry. Customer was advised to use a fresh blood glucose reading to calibrate. Customer called back with reoccurring issues. Troubleshooting for bad sensor alert performed. Blood glucose level was 74 mg/dl. Alert occurred after second calibration error alarm, calibration protocol discussed. Customer was advised to change out sensor. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.